Event description:
The facility representative reported a pump with failure code 810:11. The condition occurred during patient use, while infusing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary: the device evaluation was completed and failure code 810:11 confirmed due to moisture on the tubing. Service cleaned the tubing and tested the device.